Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, two hundred [200] retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged product as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged product. H3 other text : see h.10.

Event description:
It was reported that the bd tube k2edta plh 13x75 4.0 plbl lav br had a broken cap. The following information was provided by the initial reporter, translated from spanish to english: damaged (cap).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd tube k2edta plh 13x75 4.0 plbl lav br had a broken cap. The following information was provided by the initial reporter, translated from spanish to english: damaged (cap).